Manufacturer narrative:
Additional information: d10, h2, h3, h11. Corrected information: b5, g2, g4, g7, h6, h10. Sample was received for evaluation. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Failure analysis: the valve was visually inspected; the stator was dislodged as well as a bump mark in the valve casing was noted. The valve could not be program or pressure tested due to the dislodged stator. Under microscope magnification, a bump mark was noted in the valve casing corrosion was also noted on the stator. Root cause: the root causes for the dislodged stator could be partly due to the valve receiving a hard knock. The root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was unable to be programmed after an MRI. After a 3 tesla MRI the valve changed the setting by itself from 130 mmh20 to 60 mmh20. The surgeons wasn´t able to change the setting anymore after the MRI. Intraoperatively they saw, that the rotor of the valve was completely damaged. They explanted the valve.